Event description:
During an angioplasty procedure the distal tip of a .014 bmw guide wire lodged at the site of the stent placement. The physician attempted to remove the object with an ensnare device unsuccessfully. A cardiovascular surgeon was consulted. The patient was monitored in cvicu with no adverse effects.